Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an incomplete rotapro atherectomy system as the burr and distal portions of the coil and sheath failed to return for further analysis. Inspection of the device found that the burr catheter was received attached to the advancer via handshake connection. The burr housing and sheath were returned separate from the handshake connection and coil to the burr catheter. The sheath was separated at 9.7cm distal from the strain relief. The total returned portion of the coil was 24.9cm from the proximal end of the handshake connection to the burr catheter. Analysis found that the coil and sheath were detached, and the coil was severely stretched. During advancer testing, the device stalled during analysis, to which it was discovered that the device had a corroded turbine, and the shutter was damaged. The corroded turbine is not an expected factor during use of the device within the procedure. The shutter damage present could interfere with the devices ability to maintain optimal speed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that device stalled. A 1.50mm rotapro was selected for use. During preparation prior to procedure the rotapro was not working well and showing red stall indicator error. Procedure was completed using another device and no patient complications were reported. However, device analysis revealed that catheter coil and sheath were detached/separated.